Event description:
Customer reportedly obtained a result of -400mg/dl on his device while the doctor's device read 120mg/dl during a back to back comparison. No treatment received. Customer reports loose desiccant in the strip vial. No strip information provided. No quality controls were used. Customer disposed of suspect vial.